Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (b)4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the mid-plate of the impactor device was loose and made a squeaking sound during operation. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection; due to the midplate being separated from the housing. The impactor plastics were removed and there were no leaks identified and there was not excessive wire damage. It was determined that the impactor was still nonfunctional after the plastics removed. The impactor motor was attempted to be removed from the piston driver and it was noted that the motor was stuck in the piston driver. It was further determined that the motor assembly failed and was bound within the piston driver. It was determined that the issue was a component failure due to normal wear. It was further determined that the most probable cause for the found defects was normal wear over time and there was no excessive damage seen on the exterior of the impactor and high amount of cycles. The root cause was considered general tool degradation/met expectancy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.